Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple parts including the wash probe 1, replacement of bad cuvettes, performing photometer adjustment, photometer cuvette center alignment, lpia cuvette center alignment, cleaning flow cell and replacement of flow cell center body, replacement of and struck carbon bridge and cleaning all ise lines and ratio pump to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for ttotal bilirubin on the unicel dxc 800 synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.